Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch # 0363864. All inspections were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that 1 syringe 0.3ml 31ga 6mm had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter :   it was reported by the consumer a clear substance was in the barrel of the syringes prior to the injection.   Verbatim: consumer reported seeing a "clear substance" in barrel of syringes prior to injection, (foreign matter internal). Did not use syringes. Lot: 0363864. Catalog: 324910. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 0.3ml 31ga 6mm had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter :   it was reported by the consumer a clear substance was in the barrel of the syringes prior to the injection.   Verbatim: consumer reported seeing a "clear substance" in barrel of syringes prior to injection, (foreign matter internal). Did not use syringes. Lot: 0363864. Catalog: 324910. Date of event: unknown. Samples: yes cl.